Event description:
(B)(4). On (B)(6) 2013, the patient underwent onyx embolization treatment . Post procedure, it was reported that the patient experienced blindness or other visual impairments. The patient required inpatient hospitalization or prolongation of existing hospitalization. There is a possible relationship to onyx. The outcome is still ongoing.

Manufacturer narrative:
Received additional information on 10 dec 2014 stating that the catheter became stuck, broken, and occluded and this was allegedly due to the onyx injection. Additional information was requested and new information was received on 23 feb 2015 stating that the make and model of the catheter was unknown, but it was successfully removed from the patient. The pause time between onyx injection was approximately 1-3 minutes and there was reflux. There is a warning in the onyx IFU (instructions for use) that states: do not interrupt the onyx¿ les injection for longer than two minutes prior to re-injection. Solidification of the onyx¿ les may occur at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter may result in catheterrupture. (B)(4).

Manufacturer narrative:
Additional information received on (B)(4) 2014 stating that the adverse event was not related to the product, but possibly related to the procedure. The lesion was located at the quadrigeminal cistern and deficits occurred at the ischemic thalamic cva following the embolization. The patient condition resolved with sequelae, but the clinical status improved. (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. The other device involved in th event is: model:105-7000-060 / lot: 9811908 / dom: 08 oct 2013 / exp: 04 sep 2016. (B)(4).

Manufacturer narrative:
Reported lot numbers used: model: 105-7000-060 / lot: 9787862 / dom: 13 aug 2013 / exp: 11 jul 2016 (qty 2); model: 105-7000-060 / lot: 9761374 / dom: 14 jun 2013 / exp: 15 mar 2016 (qty 1); model: 105-7000-060 / lot: 9805367 / dom: 23 sep 2013 / exp: 15 aug 2016 (qty 3); model: 105-7000-060 / lot: 9805371 / dom: 23 sep 2013 / exp: 19 aug 2016 (qty 1). The lot history record of the reported lot numbers have been reviewed and no quality issues were noted. The devices were not returned for evaluations as they were consumed in the event. Reference (B)(4) follow up 4.

Manufacturer narrative:
Resubmission of 2029214-2014-00037 follow-up 3 to fill in sequence gap. If information is provided in the future, a supplemental report will be issued.